Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.

Manufacturer narrative:
B5: product returned for investigation. Exterior physical visual inspection: passed. Voltage measurement: failed . D9: device available from investigation g6: follow up 001 h2: device evaluation h3: yes. Device evaluation attached. H6 --10, testing of actual/suspected device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.